Event description:
It was reported that customer experienced accidental insulin delivery of 1.5 units while pump was connected during tubing fill. There was no adverse impact to the customer's blood glucose level. The customer re-loaded the cartridge to resolve the issue.